Event description:
It was reported that the pt underwent surgery for spinal fusion with implant of posterior pedicle screw/dynamic root fixation. No instability to dynamic stabilized segment pre/post-op. Sometime post-op, a rod was broken and the pt underwent add'l surgery to remove and replace the hardware.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for eval. Unable to determine cause of the event.